Manufacturer narrative:
Based on the current information provided, the cause of the postoperative complication cannot be determined. The vse instrument has not been returned to intuitive surgical, inc. (Isi) for evaluation. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The e-100 generator was tested with a vessel sealer extend (vse) training instrument by applying energy to the neutral pad with a sponge and saline solution. It was verified that the energy was activated correctly, and the circuit was completed. The system was tested and verified as ready for use. A review of the advanced instrument logs for the vse instrument associated with this event was performed by an isi failure analysis engineer (fae). Per the fae, the logs show the instrument was installed on the system 2 times, and it passed homing 2 times. There were a total of 182 completed cut events, and 1 ¿jaw angle open¿ event, indicating that the jaws were open too wide to allow for cutting. There were no seal events logged in the device logs, which suggests that the user was utilizing an e-100 generator. The e-100 logs show a total of 200 seal events, of which 199 had no errors, and 1 had a ¿high initial starting impedance¿ error. There do not appear to be any vse related errors in the system logs for this procedure.

Event description:
It was reported that after a successful da vinci-assisted epiphrenic esophageal diverticulum procedure, the patient required an emergency laparotomy due to bleeding from a postoperative vessel leak. The surgeon suspected that the cause of the leak was an incomplete seal after using the vessel sealer extend (vse) instrument. The initial procedure was uneventful, though the surgeon did notice that the vse instrument was sticking a little more than usual. The bleeding began right after the initial procedure. One of the short, small caliber vessels that the surgeon had sealed with the vse instrument was completely open; the name of the vessel was not provided. The target tissue was not under tension during the sealing/cutting process, the vessel was not greater than 7mm in diameter, there was no evidence of vessel calcification, and the tissue was not exposed to any radiation or chemotherapy prior to the procedure. The massive bleeding was detected due to hypotension. The estimated amount of blood loss was 6l, and the bleeding was resolved via sealing with a ligasure bipolar instrument (a 3rd-party manufacturer device). Five units of blood were transfused. Concerns for long-term complications for this patient include the risk of infection, perforation, and/or death. The patient has been discharged. Per the surgeon, no malfunction of an intuitive surgical, inc. (Isi) system, instrument, or accessory occurred prior to or at the time of the event. The system, instruments, and accessories were inspected prior to use, and no damage or abnormalities were found. No fragments fell into the patient. The instrument was used in conjunction with a e-100 generator. Everything during the sealing process was normal during the initial procedure, but in the open procedure, they noticed a leak at the site of the seal. There were no apparent issues with sealing during the initial procedure, and the vse instrument worked for 30 minutes prior to this issue. There were no errors related to the vse instrument during the surgery. There was an audible signal (continuous tone) while the pedal was pressed during the sealing sequence. The seal cycle complete with three fast audible tones were also heard as expected. Everything appeared normal during the sealing cycle, and no tissue was ever cut that was not fully sealed. The jaws did not come into contact with a clip, suture, staple, or other metal objects when the reported issue was noted. It was unknown if the jaws were immersed in a liquid or contaminated by carbonized tissue (bio debris) prior to or during the sealing cycle. The vse instrument will not be returned to isi for evaluation, as it was dirty and was discarded.